Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 345 mg/dl. The customer stated that none of the button would not change. The customer was asked if he recalls any significant events leading to the keypad issue and he said none. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The functional tests could not be performed due to a broken off end cap. The insulin pump was also received with a broken motor assembly, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.